Event description:
It was reported that the customer had blood glucose levels of 43mg/dl. It was also reported that the customer had sensor glucose levels 100 points off from their blood glucose levels. Troubleshooting was declined. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.